Event description:
This lead was capped and replaced due to intermittent loss of capture. The patient's pacemaker was also changed out and upgraded to a dual chamber pacemaker at the same time. There were no adverse patient events reported. Should additional information be received, this file will be updated.